Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced high blood pressure so he went to the emergency room (ER) by himself for medical assistance. At the ER, his bp was measured 225/95 and his bg test showed 340 mg/dl while his cgm was showing 110 mg/dl. Patient said that he wasn't feeling any high glucose symptoms and he couldn't tell if the blood pressure was due to his high glucose level at that time. Doctor couldn't confirm it either. The patient was treated with IV fluids to lower down his bp but no medication was given to him to treat his high glucose. Concerned, he took the sensor off and took a shot of 12-15 units humalog to lower down his bg. Patient stayed at the ER for 4 hours but no further bg testing was done. Patient reported feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.